Event description:
Info received indicates when the tech pulls back on the intellidrive handles, the bed will actually move forward.

Manufacturer narrative:
Findings: first occurence-monitor field performance. The account completed repairs to the bed but did not know what actually repaired the bed.